Event description:
It was reported that the patient received nine inappropriate shocks due to t-wave oversensing on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead, implanted 2012-(B)(6). (B)(4).